Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving morphine and marcaine, which has always been between 5 and 14 mg, via an implantable pump for non-malignant pain. The patient was implanted for pain that ¿feels like someone is hitting him in the tailbone with a hammer.¿ the trial made him 100% pain free for 10 hours, but the pump has never given him the same therapy relief as the trial. There has been no therapy effect since implant. The pump doesn¿t do much for the patient; he still has immense aching pain in the sacrum area, which is the pain the patient was implanted for. It has gradually gotten worse. For the first six months, the patient had only morphine, but since then the patient has had morphine and marcaine in the pump. In early 2015, as a troubleshooting measure, the patient¿s dose was increased to 14 mg/drip 24 hours a day and it still was not helping him. Since then the dose was lowered to 5 mg and the patient has not noticed much of a difference. The pump is almost off, and the patient was on tablets since the pump wasn¿t helping. This could possibly be a worsening of the patient¿s condition. A new health care provider tried to clean the catheter up, check for air, and clean fluid. In about (B)(6) 2016 a possible tear was discovered; the healthcare provider said there was a leak in the pump or catheter. The patient underwent a pump/catheter dye study showing a likely disconnect of the catheter from the pump. The patient will be taken to the or (operating room) for revision.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.